Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.

Manufacturer narrative:
The returned attachment was tested by manufacturing personnel and failed all production specifications. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 64.5 c. This temperature was reached after 2 minutes 25 seconds and then the attachment stopped working. Maximum temperature for the attachment head exceeded specification. Microscopic evaluation revealed both bearings failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. Significant gear wear also increased friction and proper functioning of the gears, also contributing to the heat reported in the complaint. The root cause was determined as set/tail/head assembly, excessive use, abuse.